Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the esc button has an intermittent response. Blood glucose value was 214 mg/dl. The customer confirmed that the device was not dropped or exposed to moisture and the time on screen did change. No button error alarm was found in the alarm history. The customer changed the battery and stated that it made a noise and the battery compartment felt warm. The insulin pump would be replaced and the customer agreed to return the product for analysis.